Event description:
Caller reported treating the customer with an unspecified number of glucose tablets in response to a compact plus blood glucose result of 50 mg/dl at 9:24 pm. Reported a compact plus blood glucose result of 420 mg/dl at 9:41 pm, 74 mg/dl 2 minutes later, then 104 mg/dl after an additional 12 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.